Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted in the esophagus to treat an esophageal stricture during a procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous or tight prior to stent placement. During the procedure, the stent was deployed in the esophagus with the distal end positioned in the stomach. Under fluoroscopic observation, it appeared that the distal end of the stent failed to fully expand. The physician attempted to reconstrain the catheter; however, the tip of the delivery system engaged the stent, causing it to migrate proximally. Grasping forceps were then used to reposition the stent, at which point it appeared that the stent had fully expanded. The procedure was completed with the migrated stent remaining in place, and it was reported that the stent will be removed at a later date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (patient codes) has been updated. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e2008 captures the reportable event of unretrieved device fragments imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted in the esophagus to treat an esophageal stricture during a procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous or tight prior to stent placement. During the procedure, the stent was deployed in the esophagus with the distal end positioned in the stomach. Under fluoroscopic observation, it appeared that the distal end of the stent failed to fully expand. The physician attempted to reconstrain the catheter; however, the tip of the delivery system engaged the stent, causing it to migrate proximally. Grasping forceps were then used to reposition the stent, at which point it appeared that the stent had fully expanded. The procedure was completed with the migrated stent remaining in place, and it was reported that the stent will be removed at a later date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required.